Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient was scheduled for a revision the day of the current report. It was noted the lead incision wound would not heal (incision where paddle enters). It was noted this was the third or fourth revision. The health care provider (hcp) wanted to clean out the incision and culture it. The patient had an open incision and some pain at the incision site. It was noted the patient had a hard time healing. Additional information received reported all revisions were related to the same issue. It was unknown when the issue began. It was reported patient had no decrease in effectiveness. It was noted the patient was noncompliant to physician orders and did not heal well. It was noted the physician stated the culture had never come back with a concern. There were no issues reported with stimulation. The physician reportedly removed the titan anchors during the procedure. The patient was reportedly doing ¿good¿ and was receiving effective therapy.